Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The failure to inflate was confirmed. The physical resistance during advancement could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending artery with calcification and tortuosity, pre-dilatation was performed and a buddy guide wire was placed. A 2.5x28 rx xience prime stent delivery system (sds) was advanced with resistance with the patient anatomy and during attempted stent deployment, the balloon of the sds failed to inflate. Reportedly, the stent remained completely undeployed and intact and there was no balloon rupture suspected. The 2.5x28 rx xience prime sds was withdrawn from the patient anatomy without resistance. A non-abbott stent was advanced and implanted to successfully treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.